Event description:
Reported to fresenius kabi: "although it has been going on for a while, they have just brought it to my attention. This is what I know so far: 1. It is sporadic so they believe it is lot related. 2. It happens when they go to run the secondary line, but they have determined that the problem is with the primary. 3. I have one lot number that is giving them issues right now. Lot # fa23j22262." Fresenius kabi rep reached out to (B)(6) team for specific details on the events. Reporting as a conservative measure (due to not being able to prime set when running secondary); no adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Potential root causes: the exact root cause cannot be identified due to no sample or picture are available for evaluation purpose. However, potential root causes could be related to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing. Small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav). The batches records for batch (B)(4) were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. The current process controls detection includes a 100% leak and occlusion test performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.